Manufacturer narrative:
The customer was sent a replacement pump and customer service provided the customer with instructions for part/accessory use and care/maintenance. The customer was contacted by a medela clinician on 05/16/2017, at which time she reported that her new pump is working great and she was not having any issues with pain or suction. She confirmed that she was diagnosed with thrush and is being treated with diflucan and her daughter is being treated with nystatin, though she doesn't have any symptoms related to thrush. The customer indicated that she has history of yeast infections before having baby which come and go, and her lactation consultant is following up as needed. The customer has refills for diflucan as needed. She has also been recommended to treat thrush with grapefruit seed extract, coconut oil, and vinegar rinses. The customer asked for ways to treat the yeast and the medela clinician recommended a probiotic, acidophilus, with live bifidus to balance her normal flora. Reported issues of thrush were investigated under (B)(4) and the root causes were identified as: lack of education/training to mothers on breast feeding and breast milk pumping; insufficient guidance on breast shield sizing to prevent nipple trauma; insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. To address these root causes, it was determined that detailed instructions are presented in both printed and on-line formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast.

Event description:
On (B)(6) 2017, the customer alleged to customer service that she had a milk backup with her pump in style advanced breast pump and there is mold in the tubing. The customer also reported that she has thrush and is taking difulcan.